Event description:
The customer states that one pt result generated with the architect c8000 calcium assay of 3.83 mmol/l (15.32 mg/dl) was questioned by a physician. A new sample was drawn and generated expected results of 2.12 mmol/l (8.48 mg/dl) and 2.13 mmol/l (8.52 mg/dl). The initial sample was then retested and also generated results within the laboratory's normal reference range. There is no impact to pt management reported. An investigation is pending.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.